Manufacturer narrative:
Product analysis: visual inspection confirmed the wire protruding from the device. Detailed analysis is in progress. The conclusion is not yet available as the investigation is still in progress. (B)(4).

Event description:
Medtronic received information indicating that at the end of a liver transplant after removing this cannula from the superior superficial femoral vein, the customer reported the malleable wire was protruding out of the cannula body. There were no adverse patient effects as a result of this issue.

Manufacturer narrative:
Conclusion: after investigation at medtronic and its supplier, the complaint of a protruded malleable wire was confirmed. Review of the complaint device at medtronic and vention revealed that the malleable wire appeared to be straightened and pulled down the cannula body, resulting in the misplacement of the wire. Medtronic and its supplier attempted to duplicate this occurrence and were unable to do so. This is considered highly unusual damage to occur while using this device. The device history record was reviewed and no abnormalities were documented during the manufacture of this product. A sampling of each lot is subjected to a bend test at the tip of the device; no failures were identified. It is unknown where the issue occurred or what may have caused this occurrence. A review of complaints received for this part number showed no trends for this occurrence or similar confirmed occurrences warranting escalation. Medtronic has made its supplier aware of this occurrence and will continue to monitor for future occurrences and trends. The reported information indicates the cannula was placed in the superficial superior femoral vein, which is not listed as the intended placement in the product's indications for use (IFU). (B)(4).